Event description:
Third party lawyer reported left side ¿diffuse bleeding¿ ¿bruising¿ at the end of the surgery itself at the breast site¿ ¿edema¿ that compromises work activities¿ ¿left breast, lymphomononuclear inflammatory infiltrate¿, and inflammatory complications" ¿severe pain in the lower pole of breast¿, ¿suffered daily from intense pain¿, ¿feel discomfort in left breast, like a squeezing pain¿, "there is currently a medium-intensity pain syndrome and restricted movement of the upper limbs¿, ¿directly affecting basic routines¿, and ¿directly affecting daily activities¿, ¿discomfort that compromises work activities¿. ¿directly affecting¿.¿even sleep¿ ¿could not live with a ¿time bomb about to go off in body and cause even more complications¿, " the plaintiff began an intense panic and anxiety crisis", and ¿suffers psychological distress¿, has anxiety disorder¿ ¿rupture for the left side¿, ¿left breast due to a ruptured prosthesis¿, and ¿post op-diffuse bleeding¿ and ¿then had to reopen the breast and there was already diffuse bleeding¿, and ¿asking for an evaluation of the patient to rule out the possibility of coagulation disorder¿ ¿silicone breast prosthesis had ruptured¿. ¿an abscess formed¿ and ¿the possibility of coagulation disorder¿ "removal of left breast due to ¿with ¿infectious¿complications¿ ¿suffers psychological distress, especially in relation to ¿sagging abdomen¿- which is not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, swelling/edema, anxiety, abscess, sleep dysfunction, local reaction, ecchymosis, unspecified infection-early onset-ndr, other medical-ndr, hemorrhage/bleeding-ndr, depression-ndr, varied injuries-ndr.